Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) level decreased to 44 mg/dl. The customer acknowledged that they should not have been connected to the pump during the fill tubing process. Caller consumed sugar to address the bg level.